Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The ventricular capture management showed elevated average threshold measurements of 1.75 v up to 2.5 v. The electrocardiogram strips showed ventricular pacing spikes with no apparent ventricular capture.

Event description:
It was reported that the patient presented to the hospital with syncope due to loss of capture of the implantable pulse generator (ipg). It was noted that ventricular pacing spikes could be observed on the electrocardiogram strips. The ipg was reprogrammed by increasing the output and disabling the ventricular capture management. The ipg remains in use. No further patient complications have been reported as a result of this event.